Event description:
It was reported that the ilet device experienced rapid battery depletion, with the device fully charged the prior day and reaching single-digit battery percentage by the following day. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health. Investigation included contact attempts to gather additional information. Investigation of this case revealed insufficient information to confirm a replicable malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of returned information and inability to verify the event.